Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 09/28/2020 additional information: d4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the delay? Few minutes, time to retrieve the defective plate and to replace it. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No. Patient¿s current status? Good. How the procedure was complete? By replaced the 2 defective plates. Please provide procedure name: unk. Status of product return / follow up: devices not available for analysis.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2020 and the mesh was used. It was reported that the middle of the plate was detached from the rest of the device. It was also reported that the strips cut themselves without any specific action. It was also reported that there was a delay of the procedure. There were no adverse patient consequences reported.